Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The device was evaluated in the field and the issue was confirmed; there was a broken/damaged component.  The device was repaired and returned. There was no remedial action taken.  This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported there was a false latch of the siderail. There was no patient involvement.